Event description:
It was reported that the atrial lead exhibited under sensing and increased thresholds. The patient experienced muscle contractions. A fluoroscopy revealed that the lead had dislodged and would be scheduled for replacement. The patient was in good medical condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.